Event description:
It was reported that a revision was needed to replace a creo mis rod that was found broken post operatively.

Manufacturer narrative:
No imaging or parts were available for review. The initial surgery was performed with no issues, in the fall of 2024 a fractured rod was found in the lumbar region of the spine. The implant was revised with no further issues reported. The observed overall risk level is low, which matches the observed anticipated risk level. No cause could be determined as to the reported issue.